Event description:
It was reported that during a low anterior resection, on the first firing of a contour device, they advanced the retaining pin, closed the lever and then fired the stapler. When they removed the stapler, the bowel was not transacted/cut and there were no staples in the bowel except for around the anvil side of the device. It is not known if the staples were formed or unformed. To complete the case, the physician used a linear stapler followed by a circular stapler. The pt had not recently had radiation therapy. One week later, the pt had a bowel leak. Further info is being requested about this case and will be forwarded on receipt.

Manufacturer narrative:
Date sent: 05/22/2009. Information anticipated, but unavailable at this time.